Manufacturer narrative:
Additional information: section g3 - date received by manufacturer: 23-oct-2024. Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-sep-2024. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found partially advanced and was overriding the lens which was stuck inside the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of viscoelastic may have been used which could have contributed to the complaint issue. The lens module was opened and inspected revealing no damage or viscoelastic residue. No issues were identified with the plunger rod tip. Device assembly was inspected, and no issues were identified. Plunger rod advancement was inspected, and no resistance was felt. The lens could not be removed from the cartridge for further evaluation without damaging the lens or cartridge. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not implanted. The plunger did not slide, resulting in the iol being scratched. There was no patient contact with the device. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.